Manufacturer narrative:
H.6. Investigation: bd received 3 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm- ink smear with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm-ink smear with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found on shields of 3 tubes with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: muddy fm was found on the surface of the shields of 3 tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on shields of 3 tubes with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: muddy fm was found on the surface of the shields of 3 tubes.